Event description:
The customer stated that they are getting inaccurate low aorta diameter measurements from the aortascan, .

Manufacturer narrative:
Additional device system component part number: 0570-0309/p7001141. The device was not returned for eval.